Event description:
Discordant low results for creatinine were obtained on an advia 1800 instrument. The quality control (qc) was run and the results were below 2 standard deviations (sd). The customer repeated all the samples that were run between the last good qc and the discordant qc. Nine discordant low creatinine results were identified. The initial results were not reported out. The corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the low creatinine results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause for the discordant creatinine result was in reagent probe pumps 1 and 2. The top fittings of the pumps were leaking. The fse cleaned the instrument and replaced both pumps. The instrument is performing within specifications. Further evaluation of the device is not required.